Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, at 280000 joules; 38 minutes, fiber fired frequently. The procedure was completed with rtu. No damage to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; there is misalignment of the metal cap output window with the red stop sign of the outer flow tubing. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure, @ 280000 joules; 38 minutes, the fiber started firing frontally. The procedure was completed with "rtu" (alternate procedure turp). No damage to the patient reported.